Manufacturer narrative:
(B)(4). Investigation summary bd had not received samples, but 1 photo was provided by the customer for investigation. The photo was reviewed and the indicated failure mode for plunger stopper separation with the incident lot was observed. The plunger rod was outside the syringe and was observed to be missing its tip that connects to the stopper. Potential root cause for the reported broken plunger cannot be determined based on the photo provided, the physical sample would be needed. Additionally, 5 retention samples from bd inventory were evaluated by visual examination and the issue of plunger stopper separation was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformance's during manufacturing of the product.

Event description:
It was reported that during blood draw with a bd a-line¿ the plunger was difficult to move and slipping off. Patient impact was not reported. The following information was provided by the initial reporter: the plunger was slipping off the device during drawing blood.